Manufacturer narrative:
On 24-feb-2023, the photo analysis was completed. Device investigation details: a picture was received for evaluation following biosense webster's procedures. According to the picture provided by the customer, the hemostatic valve was dislodged inside the hub component. No foreign material was observed on the photo provided. A manufacturing record evaluation was performed for the finished device 00002052 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed based on the picture received. The device has not been returned for analysis and is not possible to assign a root cause based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 17-apr-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that an unknown patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was reported that there was a white plastic in the introductor, it was impossible to put the dilatator in the sheath. Surgery was delayed due to the reported event for 15 minutes. The sheath was changed. Procedure was successfully completed. No fragments generated. No patient consequences. Device evaluation details: visual analysis revealed two bent marks on the shaft and that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed on the hemostatic valve and shaft suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. Device history record was performed for the finished device 00002052 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received photographs of the complaint device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial flutter left (l-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. It was reported that there was a white plastic in the introductor, it was impossible to put the dilatator in the sheath. Surgery was delayed due to the reported event for 15 minutes. The sheath was changed. Procedure was successfully completed. No fragments generated. No patient consequences. The issue was noticed before use. The foreign material was white. It¿s difficult to describe more. It looked like plastic or cartoon. The device was not used on the patient, because it was noticed it at the preparation. There was no damage on sheath/dilator due to the obstructed sheath, but it was impossible to introduce anything in the sheath. They didn¿t put irrigation. Foreign material on usable length of catheter is MDR-reportable. Hemostatic valve separation is MDR-reportable.